Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot m173867 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m173867 , test base part number 190-430 / lot m173867. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m173867 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked. Please see MFR. Report #s: 1221359-2022-00726 and 1221359-2022-00727

Event description:
The customer reported (2) two false positive results with the ID now covid-19 assay performed on (B)(6) 2022 and (B)(6) 2022. The customer reported (1) one false positive results with the ID now covid-19 assay performed on (B)(6) 2022 using an unknown sample and generated positive results. Pcr confirmation testing on (B)(6) 2022 generated negative results (hologic rlu 279). Repeat testing was performed with the ID now covid-19 assay on (B)(6) 2022 and gave negative result. No additional patient information, including treatment and outcome, was provided. This is report is being submitted to address 1 of 2 patient results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m173867 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m173867, test base part number 190-430 / lot m173867. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m173867 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.